Manufacturer narrative:
Tracking #.50584. Device not returned for analysis.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy when the 355ld was removed there was noticed a circular area of charring of tissue around the site. There was no melting of trocar and it did not feel hot. The bipolar cautery was used a lot during the case. The trocar slide in and out quite a bit during the procedure. There was no consequence to the pt. The instrument was discarded.